Manufacturer narrative:
The lens remains implanted. (B)(6). (B)(4). Device evaluation: the device was not returned to the manufacturer for evaluation as it remains implanted. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. Sterilization record for this lot was reviewed and no deviations were found that could affect the sterility of the device. The product was processed according to requirements and met the specifications. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a patient experienced toxic anterior segment syndrome (tass) at 1 day post-op. The physician is unsure of what caused the tass, but confirmed that this patient was the only one on the list who received a tecnis lens. There was no infection control alerts recorded for the patient. Observations were all within normal range. Pupil dilation was via pledgit insertion, commencing at 0700 with drops of oxybuprocaine, cyclopentolate, phenylephrine 2.5% and chlorsig. Achieved pupil size is documented as 7mm. Pledgit removed at 0730. The surgery took 27 minutes and no lens loading complications were reported.